Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/03/2015. The fse discovered a leak from the white blood cell (wbc) bath o-rings. The fse replaced the wbc bath o-rings resolving the reported leak. The fse also found that the lytic reagent line at the grounding connection to the wbc bath had become disconnected; the lytic reagent line to the wbc bath was replaced, resolving the issue. (B)(6).

Event description:
The customer reported approximately 20ml of fluid had leaked around the white blood cell (wbc) bath and onto the counter from a coulter lh 750 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.